Event description:
Approximately 2 years post gore excluder aaa endooprosthesis implant, this pt was found to have continued aneurysm growth with no endoleak present. A decision was made to reline the original device with the new gore excluder aaa endoprosthesis low-permeability design device. This procedure completed without event, and currently the pt is doing well.